Event description:
The min pedal on the footswitch with the foot switch cable wouldn't work, but the max would work. The doctor swapped the footswitch with another footswitch and encountered the same issues. The doctor managed to complete the case with no pt consequence.